Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed during a device change out procedure. The electrical function of the lead was normal and no anomalies were detected. A defibrillation test was performed successfully. The asymptomatic patient will continue to be monitored with routine follow-ups.